Manufacturer narrative:
(B)(4). Batch # u5a87v. Device analysis: the analysis results found that the ecs25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Further analysis shows scratches on the green ancillary trocar and anvil spring. It is possible that the damaged on the ancillary was due to an improper removal of the ancillary trocar from the staple retainer. The event described could not be confirmed as ancillary trocar and the device performed without any difficulties noted. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please refer to the "instructions for use" for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a band removal converted to a laparoscopic gastric bypass with a roux-en-y, the surgeon was having trouble removing the green ancillary trocar out of the anvil. This delayed he case for thirty minutes before they finally got it detached and out of the anvil. At that point the surgeon was able to use the circular stapler. There were no patient consequences reported. The stapler worked fine. The surgeon noted that he had use undue force to remove the green ancillary anvil out of the trocar to marry it to the stapler trocar into the anvil to be stapled. A leak test did not show any bubbles.